Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that a clinician contacted boston scientific technical services (ts) for review a presenting electrogram. Ts noted possible telemetry drop out and discussed concern over possible sternal wires, under insertion, sharp bends or conductor damage. The field representative saw the patient the following day and noted that the patient's history show no indication of sternal wires. During an in office interrogation prior to having a chest x-ray noise was observed when the patient moved in his chair. There was no noise in the secondary vector but noise was seen in both primary and alternate vectors. The subcutaneous implantable cardioverter defibrillator (s-ICD) was reprogrammed to secondary sensing vector. Review of the x-rays found the s-ICD was in a different orientation and the electrode was tangled and kinked. Ts reviewed the x-rays and further noted there appeared to be either twiddling or migration of the s-ICD via movement. Ts also observed a sharp bend in the electrode when viewing the lateral film. It was discussed that labeling states to avoid sharp bends in the electrode. Ts recommended a revision procedure to assess the system as the electrode could have conductor damage or there could be insertion issues which could lead to compromised therapy. A revision procedure was performed a couple months later due to concerns over under insertion, twiddler's syndrome and conductor damage. The s-ICD and electrode were explanted and a single change transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted. No additional adverse patient effects were reported.